Event description:
It was reported that during a laparoscopic sleeve gastrectomy, using a black cartridge on the first firing, went without issue. Using a green cartridge for the second firing the device did not sound normal. It was difficult to open and the outer two rows on the specimen side were malformed. It is like they did not hit the pocket right. Green cartridges were used for the rest of the firings. Bmi is unknown. Patient sex is unknown. The surgeon over-sewed and a second device was opened to complete the case. There were no patient consequences. One device returning.

Manufacturer narrative:
(B)(4). A photograph was received, based on the photographic evidence of the subject ple60a device, utilizing a green cartridge, unformed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. No strange noises were heard during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.